Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic hernia repair procedure, a tack from the device got attached to two separate pieces of bowel which caused an obstruction. Patient went back to the hospital and was re-operated on to remove the tack.